Event description:
It was reported that the articular surface would not seat during attempted insertion. A new articular surface was opened and inserted without issue.

Manufacturer narrative:
Evaluation summary: the lot in question was manufactured prior to a design change to mitigate difficulties inserting the implant. The measured dimensions of the articular surface were found to be within specifications as returned. The locking tabs and anterior snap lock were observed to be damaged. This issue, where the anterior snaplock becomes deformed, and as a result the poly cannot properly seat in the tibial tray, has previously been addressed. Device history records indicate all components were manufactured and inspected to specification.